Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a hemorrhoidal banding, performed in 2009. According to the complainant, during the procedure, they found that the bander only had three bands instead of seven. The physician successfully used the three bands. The pt was re-scoped and the case was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.